Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited low r-wave measurements, increased pacing threshold measurements and low out of range pacing impedance measurements less than 200 ohms. Additionally, when the lead was programmed to unipolar configuration, noise was observed. The noise was oversensed resulting in 4 to 5 seconds of pacing inhibition. An invasive procedure was performed. After opening the pocket, lead insulation damage was observed. This device was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.